Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is screen is not working properly. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burnt, and ui verification the unit does not have reusable pollen filter. The customer complaint was reproduced. There were three error codes has been identified.